Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for change in stimulation. An x-ray was obtained and confirmed lead migration. A lead revision was completed to resolve the reported event. It was noted that the leads were secured with non-saluda anchors due to implanting physician preference.

Manufacturer narrative:
2x leads from the same lot.